Event description:
On (B)(6) 2019, the patient, who lives in the (B)(6) , contacted dario by email to report high blood glucose readings. The patient purchased a new dario meter on (B)(6) 2019. She reported that her new dario meter blood glucose readings were around 10 units higher than her doctors' glucometer. Initially, the patient had been taking more insulin and reported she has ended up having hypos every day for the last couple of weeks, until she realized the difference in the blood glucose readings. No medical intervention was required. The patient stopped using her dario meter and contacted dario by email regarding the high blood glucose readings. At the time of the first contact, dario didn't have the patient phone number. Dario representative emailed the patient asking for contact details in order to resolve the blood glucose readings issue. On may 2, 2019, the patient informed dario by email she is away and her dario meter was at her home. She wrote she will be back home in a week and asked that dario representative will contact her then. In a follow-up email from the same day the patient wrote that she got her first dario meter over 2 years ago, she bought the test strips from her pharmacist and her meter was stolen with her bag. For a while she didn't have a dario meter; she tested with another glucometer provided by her doctor. Then she bought a new meter from dario. When checking the patient order, it is revealed she got a new dario welcome kit, without strips. Therefore, there is a concern that the patient was using tests strips that were bought a long time ago and might be expired with her new dario meter. This concern could not be confirmed to date. Dario representative contacted the patient by email on may 9, 2019. She answered by email that she is at the hospital because of health issues unrelated to her diabetes. She wrote she will contact dario when she will be back home. On may 27, 2019, dario representative tried to contact the patient in order to follow up - no answer was received to date. As per dario log, the patient hasn't used her dario meter since april 24, 2019. Since no response has been received to date, no resolution is available.